Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and subsequently a power source alert occurred. Additionally, it was observed that the load fill tubing process was slower than expected and the customer experienced an issue with a bolus not delivering. Customer¿s blood glucose level was 300 mg/dl. Customer was unable to upload pump data information for tandem technical support to review. Reportedly, the customer continued to use the pump for insulin therapy. No additional patient or event information was available.